Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device jammed after half of the clips were fired. The second device fired malformed clips, the clips were uneven. Case completed with third device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the first device stopped, jammed and would not fire. The second device fired malformed clips, he did not know how many clips had been fired out of the devices and had no other information regarding the procedure. The analysis results found that the device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. No incident related to the reported event was observed during the batch record review. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # k90v4n, expiration date: 03/2018, manufacturing date: 04/2013.

Manufacturer narrative:
(B)(4).